Event description:
It was reported that there was a problem with the patient's lead during neurostimulator implant. The lead cap became unscrewed and stuck onto the lead. The lead cap partially "ripped the end of the lead off." The screw was removed and it looked "like the metal bolt got a little turned inside of the silicone." The health care professional "basically had to cut it down" and had to pull the lead cap off. Contact 3 at the end of the lead was frayed during the removal of the lead cap. Impedances were measured and were okay. The patient was fine following the procedure. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).